Event description:
During a routine l4¿l5 lumbar epidural steroid injection using a 20-gauge, 4.5-inch spinal needle, I observed that the needle fractured near the hub during advancement, leaving a portion of the needle retained in the patient's soft tissue. Under sterile technique and fluoroscopic guidance, doctor (dr.) Carefully located and successfully removed the retained needle fragment. The patient remained stable and cooperative throughout the procedure. No sedatives or additional interventions were required.